Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the menu kept jumping without manually pressing after startup on a new device." There was no patient involvement.

Manufacturer narrative:
(B)(4).